Event description:
Boston scientific received info that on this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to a change in sensing on the night it was implanted. It was confirmed via telemetry monitoring that the pt was in sinus rhythm at the time of the shock. Upon interrogation and eval, the field rep was unable to reproduce any noise. Stored episodes were submitted to boston scientific technical services (ts) for review and a wandering baseline was noted on the treated events and potential causes for the observation were discussed. The physician believed air in the device pocket may be the issue. Tachy therapy was programmed off. It was noted the pt had lost a significant amount of weight recently and had a lot of loose skin which may account for some air being in the pocket. Further info was provided by the field rep that air in the generator pocket and at the electrode tip was confirmed by x-ray. Device therapy was recently turned back on and the pt was monitored for over four hours without any issues being noted. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.